Event description:
A (B)(6) male pt contacted zoll customer support to report that he received a cardioversion while wearing the lifevest and now he is receiving constant adjust belt/check belt messages. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. The cause for the check belt messages is due to the rear therapy electrodes not receiving a driven ground signal, resulting in falloff on all four ecgs. The cause for the signal not received is a result of an open resistor, r781. The root cause for the open resistor cannot be positively identified but is likely due to the cardioversion while wearing the device. No adverse event resulted from the open resistor. The pt received a replacement monitor.